Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 480 mg/dl. The customer also had urinary tract infection. The customer was experienced nausea, vomiting, breathing difficulties and fatigue. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt really sick and had diarrhea and extremely weak. The customer was treated by injections. Customer treated with insulin drip at the hospital. Customer reported that they have contacted their health care professional regarding high blood glucose. Customer stated that the time and date was not correct. Time was about 8 minutes fast. Inquired if there had been any recent changes to the insulin pump programming prior to the high blood glucose event and found maybe three months ago the doctor changed some settings. The insulin pump will not be returned for analysis.